Manufacturer narrative:
Follow-up #1: date of submission 03/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the keypad was observed to be severely worn with a tear above the down button. All button symbols were illegible. The down button was nonresponsive to testing. All other buttons functioned normally with normal springback and without requiring excessive force to press. The keypad cover was removed and contamination was discovered underneath the up, down, and contrast button contacts. The ok contact was found to be clean. Unrelated to the keypad issue, the pump booted up with a dim red display. The dim display was replaced by a test display and the variance in color and contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button was intermittently unresponsive and denied damage to the keypad and denied moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.